Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that during the patient's generator replacement, after removing the old generator and connecting the new generator, high impedance was seen. The surgeon irrigated the electrodes and attempted to reinsert the pin, but the impedance remained high. Upon inspection of the lead, it was found to be damaged with blood inside. The surgeon decided to close up the patient with their device disabled for the lead to be changed at a later date. Device history records were reviewed and the device passed all functional specifications and quality tests and was sterilized prior to distribution. No surgical intervention has occurred to date. No additional relevant information has been received to date.

Event description:
Additional information was received that the patient underwent a lead revision a few days after the event and impedances are now ok. It's believed that the lead may have been damaged during the surgery, possibly due to inadvertent cutting of manipulation by the surgeon who has less experience with vns. There was no reported trauma/manipulation to the site and the lead was confirmed to be properly inserted at the initial surgery, as well as the setscrew heard clicking and there was no malfunction or issues seen at the initial implant time. The explanted lead is unavailable for return and assumed to be discarded.

Event description:
The suspect device was received by the manufacturer and pending product analysis completion.

Event description:
Product analysis (pa) of the suspect device has been completed. Pa was not able to confirm all of the reported issues and attributed the fluid leaks to the explant procedure, however a significant portion of the lead was not returned so commentary regarding the functionality of that section was not able to be made. No other relevant information has been received to date.

Manufacturer narrative:
G3, corrected data: initial report inadvertently used the wrong date received by manufacturer, which should have been 5/29/2025. This has been updated to today's date to reflect the purposes of this correction report.